Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported that there is no connection to switches and monitoring is down on 3 floors. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer biomed reported getting no connection to switches and monitoring is down on three floors. The device was in use on a patient. There was no report of patient or user harm.